Event description:
A customer contacted baxter's technical service center reporting an alarm and the peritoneal dialysis nurse (pdn) stated the home patient (hp) cycled power to clear the alarm and then started over with the same setup during therapy on a home choice (hc). The hp was able to complete 4 of the 5 cycles before running out of solution. The hp claimed he stayed connected the entire time. The technical service representative (tsr) explained the alarm as an air detected alarm and the possible cause for the alarm. The pdn understood and would follow up with the doctor. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. The reported condition was confirmed based on information provided by the customer. However, a root cause could not be determined.

Manufacturer narrative:
(B)(4).the condition of a user error was confirmed, as the patient started over again with the same supplies while connected.